Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor was distorted, all conductors and the distal conductor had blood/body fluid (not obstructed), the inner insulation was kinked/buckled, the outer insulation was breached cut, there was blood in/on the helix mechanism, the lead was stretched, and there was apparent explant damage.

Event description:
It was reported that the atrial lead dislodged. At the revision the lead was easily removed and the tip showed that the helix was not fully extended. A new atrial lead was implanted. No patient complications have been reported as a result of this event.